Event description:
Information was received that a patient's smiths medical bivona tracheostomy tube had a hole or leak in it. The patient's mother reported the tracheostomy (trach) was checked when first opened and the issue was discovered after multiple uses in the patient and after she sterilized the device. No adverse patient effects were reported.

Manufacturer narrative:
One device sample was returned for evaluation. Visual inspection of the device was noted to have exposed wire on the shaft. The sample was then leak tested by submerging it under water and squeezing the balloon. No leakage was observed, therefore not confirming the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.